Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) patient had a non-specific event. A remote transmission was reviewed by the patient's clinic and the patient was advised that it was not a cardiac event. The patient started contemplating other possibilities thinking it was a seizure; however, they were told in the emergency room that it was a cardiac event. Follow up was conducted and noted that the event the patient experienced was ventricular fibrillation (vf). It was also noted that the patient had a buzzing sensation in their head, loss of consciousness with shaking movements, and unsteady gait. The crt-d remains in use. No further patient complications have been reported as a result of this event.